Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, noise was noted on the right ventricular lead. The physician switched the left ventricular and right ventricular lead pins in the header of the device so the left ventricular lead would be used for sensing. The patient was stable before, during, and after the procedure.